Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 411 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated they have been receiving multiple no delivery alarms even after changing the reservoirs/ the customer stated they will call back if the issue persists. The customer did not return the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.